Manufacturer narrative:
For one of the pending events, the investigation did not identify a product problem. The cause of the event could not be determined. For the one other pending event, the investigation is still ongoing. Follow up actions include: the vacuum pump was replaced and the analyzer was decontaminated.

Manufacturer narrative:
For one of the pending events, the investigation ruled out a general reagent based on acceptable calibration and qc. The investigation determined that the customer used incorrect sample tubes. The customer used bd vacutainer (heparin-li). Product labeling states "only the specimens listed below were tested and found acceptable. K2-edta plasma. Do not use plasma prepared with other anticoagulants. The follow up/corrective actions for this event were: none. For one other of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions for this event were: the mixer and cell blank volume were adjusted. The rinse tubing was replaced. Precision studies were performed. No further issues occurred after these actions.

Manufacturer narrative:
(B)(4). For 8 of the events, the investigation determined the service actions resolved the issue. For 1 of the events, the investigation determined the event was due to the issue identified when replacing the sample probe. For 11 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 of the events, the investigation determined the issue was resolved by the service actions and the addition of extra wash cycles. For 1 of the events, the reagent issues were excluded as different applications were affected and the repeat results were acceptable. The customer was using micro cups which are more sensitive to precise sample probe adjustments. The specific root cause of the sample probe misalignment could not be determined. The issue was resolved by the service activity. For 1 of the events, the investigation determined that a general reagent problem could be ruled out based on the acceptable calibration and qc. The customer's precision check was not acceptable. The investigation is ongoing. For 4 of the events, the investigation is ongoing. For 1 of the events, the field service engineer decontaminated the instrument and adjusted the qc ranges back to the peer group mean. Qc was acceptable. No further issues have occurred since the service visit. For 1 of the events, the sample probe was cleaned. For 1 of the events, the sample probe was changed and it was found that the seal of the sample probe was missing and a cushion was damaged. The cushion was replaced and the customer has not had any further issues. For 1 of the events, there were no issues with other samples. For 1 of the events, the field service representative replaced the lamp and cuvette, changed the bath water, checked the photometer and cuvette blank, and adjusted the wash level of the cuvettes. For 1 of the events, the field service engineer (fse) found low gear pump pressure, dirty rinse station, and low rinsing level. The fse adjusted the gear pump pressure, cleaned the rinse station, adjusted the rinsing level, and decontaminated the system. For 1 of the events, the field service engineer (fse) found a bent sample probe. The fse replaced the sample probe. The fse performed mechanical and operational checks that were acceptable. The fse ran precision checks. For 1 of the events, the field service techinician replaced the printed circuit board for the liquid level detection of samples, readjusted all sample probe positions and confirmed the module was running within specification. For 1 of the events, the field service engineer noted overfilling of cuvettes and fluid on top of the cuvettes. The fse adjusted the fill volume. The gear pump pressure was low and this was increased. The outside of the sample probe was dirty and was cleaned. Alignments were ok. The customer has not had any further issues. For 1 of the events, the field service engineer (fse) checked the wash station that was acceptable. The fse adjusted the rinse volumes for the wash station and changed the check valve. The fse confirmed that the machine was operational within specification. For 1 of the events, the field service engineer (fse) found the solenoid in the valves was full of rust dust. The customer found water on top of the cuvettes. The fse cleaned the valves. The precision runs prior to and after the repair were acceptable. For 1 of the events, the fes performed a thorough cleaning of the instrument and exchanged a sample probe. For 1 of the events, the customer changed the reagent probe. The field service engineer replaced the gear pump and adjusted the external flushing for the reagent probe. The customer has had no further issues since the service visit. For 1 of the events, the field service engineer (fse) cleaned, checked, and adjusted the rinse mechanism, water levels and sensor. The fse cleaned the incubator bath and adjusted the sample probe wash station and position. For 1 of the events, the field service engineer (fse) ran precision that was acceptable. For 1 of the events, the field service engineer (fse) checked the gear pump pressure, rinse volume, air purge on the probes, and adjusted the probes. All were acceptable. The fse ran precision that was acceptable. For 1 of the events, the technician found splashing rinse station. The technician changed the teflon tips, valves, and confirmed the module running back within specification. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 27 malfunction events. Questionable non-reproducible results were generated by a cobas c501 analyzer. The events involved a total of xxx patients with the following: 43 - a1c-2 tina-quant hemoglobin a1c gen.2, 2 - crep2 creatinine plus ver.2, 1 - astlp aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation, crpl3 c-reactive protein gen.3, and tp2 total protein gen.2 3 - trigl triglycerides, 1 - alp2 alkaline phosphatase acc. To ifcc gen.2, 1 - bilirubin, 1 - iron2 iron gen.2, 1 - crp, 2 - ca2 calcium gen.2, 1 - albt2 tina-quant albumin gen.2, 5 - phos2 phosphate (inorganic) ver.2, 1 - albt2 tina-quant albumin gen.2, 1 - crpl3 c-reactive protein gen.3, 1 - ldhi2 lactate dehydrogenase acc. To ifcc ver.2, 1 - ureal urea/bun, 1 - vancomycin gen.3, 1 - chol2 cholesterol gen.2, 2 - nh3l ammonia and nh3l ammonia gen. 2, 1 - iga-2 tina-quant iga gen.2 and igg-2 tina-quant igg gen.2. The provided patients' ages ranged from 14 to 95 years. One patient's age was provided as "child". (The other patients' ages were requested but were not provided.) The weight for 1 patient was 180 lbs. (The other patients' weights were requested but were not provided.) There were 7 females and 6 males. (The other patients' genders were requested but were not provided.) The patient's race was requested but was not provided. The patient's ethnicity was requested but was not provided.

Manufacturer narrative:
For one event, the investigation could not identify a product problem. The cause of the event could not be determined. Based on precision check data, the analyzer mixing seems to be insufficient and the sample pipetting precision is not ok.